Event description:
A malfunction on the pump was reported, with the customer mentioning a fall prior to the incident, though it was not considered high impact. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisting the customer in resetting the pump, and confirmed that the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.